Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being able to hear alarm during the day but not being able to hear them during the night. Customer reported of having low blood glucose of 20 mg/dl, 30 mg/dl, 40 mg/dl and 50 mg/dl. Customer declined troubleshooting for low blood glucose due to already working with healthcare professional on issue.